Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter irrigation stopped. During the procedure, while the catheter was inside the patient, the irrigation of the catheter was not possible. The users suspected the catheter "fractured", but further information on the "fracture" was not provided. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter has been received for analysis.

Manufacturer narrative:
Initial reporter phone number: (B)(6).

Manufacturer narrative:
Initial reporter phone number: (B)(6). The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve near the center slit. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear. Boston scientific's investigation determined the tear in the outer hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter irrigation stopped. During the procedure, while the catheter was inside the patient, the irrigation of the catheter was not possible. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.